Manufacturer narrative:
(B)(4). Batch # u9423w. Date of event is 2020. Event day and event month were not reported. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, and it fed and formed ten conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following caution: do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting, or torquing may result in clip malformation. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a defective endoscopic multi clip applier. Clip would not close in a flat fashion. Clips were malformed. A new device was acquired. There was no patient consequence.